Manufacturer narrative:
Concomitant medical products: olympus visiglide guidewire. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that there was a crack in the catheter at approximately 132 cm from the distal end. The pre-loaded wire guide was included in the return. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed a crack at approximately 132 cm from the distal end. No portion of the catheter appeared to be missing. Two kinks were observed at 70.4 cm and 70.8 cm from the distal end. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. It is unknown if the user applied negative pressure and lubrication to the balloon prior to advancement down the endoscope accessory channel. A possible contributing factor to a crack in the catheter is failure to apply negative pressure and lubrication to the balloon prior to advancement through the endoscope. The instructions for use direct the user: "to facilitate passage through the endoscope, apply negative pressure to the device." The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. The instructions for use advise the user: "apply a lubricating agent to the balloon to facilitate passage through the endoscope accessory channel." The application of lubrication will aid in endoscopic advancement and balloon preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconcordances for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was impossible to inflate the dilation balloon. There was liquid leakage on the upper part of contrast catheter. There was no consequence to the patient. They [used] a second device for finishing the examination. There was no reportable information at this time. Additional information received 03/19/2018: they opened the package without a problem; the product seemed okay. They prepared water and contrast and put the solution into the inflation system. They connected the inflation device to the dilation balloon and inserted the balloon into the endoscope. They were in a good position for performing dilation. When they started to inflate [the balloon], they saw a leakage on the upper part of the device. The balloon could not be inflated. They removed all the system and [used] another one [balloon]. No [problem] for the need of examination and for the patient. There was no reportable information at this time. The device was received for evaluation on 03/27/2018 and was found to have a break in the blue catheter at 132 cm from the distal end.